Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description:"ventilator placed on baby for CPAP, delivering pressures higher than what it was set at. Set at CPAP 5cmh2o, user claimed that with this - therapy peak pressures typically read between 5.5-6.5 cmh20. With this situation, the peak pressures were reading 10-12cmh2o which can be dangerous for neonates. Baby patient was taken off the vent, user redid the flow sensor and tightness check, both passed but with reapplication, the vent continued to deliver higher pressures than what was set. User replaced the vent with another and had no issues with the new vent."

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause and correction of the incident cannot be determined as insufficient information was provided by the customer. There was no patient or user harm reported.

Event description:
Hamilton meical ag received the following event description:"ventilator placed on baby for CPAP, delivering pressures higher than what it was set at. Set at CPAP 5cmh2o, user claimed that with this - therapy peak pressures typically read between 5.5-6.5 cmh20. With this situation, the peak pressures were reading 10-12cmh2o which can be dangerous for neonates. Baby patient was taken off the vent, user redid the flow sensor and tightness check, both passed but with reapplication, the vent continued to deliver higher pressures than what was set. User replaced the vent with another and had no issues with the new vent."